Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was opened/ not used and replaced for unknown reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was contaminated during opening as the scrub technician dropped the lead. There was no lead malfunction.